Manufacturer narrative:
Returned device analysis confirmed the reported single gripper actuation issue and gripper line break. Additionally, the gripper cap and gripper lever latch were not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis, the reported gripper line break resulting in single gripper actuation issue during procedure appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue and gripper line (gl) break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed per the IFU and attempted to lower them independent but had the same results. It appeared that the gripper line had broken. Therefore, it was decided not to use the cds and it was removed without issue. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to <1. There was no patient involvement with the cds and no clinically significant delay in the procedure. No additional information was provided.